Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Initial reporter's phone: (B)(6).

Event description:
It was reported by the sales representative that during an unknown procedure, the shaver stopped working. They used a spare one to finish the procedure, no harm to the patient.

Manufacturer narrative:
The device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The motor was found to be rusted in which case the rotation was blocked, therefore the motor was replaced. The keyboard resistance values were out of tolerance limits, therefore the keyboard was replaced. A review into the depuy synthes mitek complaints system revealed dissimilar complaints for this serialized device with the product code that was released to distribution. Fluid contact with the motor has the potential to cause rust to form in the motor component, therefore is a potential root cause for the motor becoming rusty. When the motor is rusted motor function has the potential to become impeded, therefore is a potential root cause for the reported failure of the device working intermittently. A device history record (DHR) review was not possible. The original serial number information is not available due to the hand control piece body being replaced, therefore a new serial number was issued for the device. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.